Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported that the hemostatic valve of the ivc filter was defective as it came all the way off the sleath.